Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that during implant procedure, high lead impendence was observed. The lead was replaced with normal measurements. The patient's condition was good during and after the event.